Event description:
Per the clinic, the patient experienced an infection (abscess and pus) and the implant site. Subsequently, the patient was placed under general anesthesia to undergo a revision surgery on (B)(6) 2024 to clean the area and aspirate the pus. It was also reported that the patient was administered with IV antibiotics during the same procedure.